Event description:
It was reported that post implant, the patient experienced pain. The lead was found to be dislodged, and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.